Event description:
Caller reportedly received a result of 238 mg/dl on an aviva meter, but displayed symptoms of hypoglycemia and he was unable to treat himself. The patient did not take any action based on the result of 238 mg/dland his son called paramedics to treat his hypoglycemia symptoms. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.